Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and cts provided pump reset informatio to customer. Customer will reset the pump when able and call back if malfunction recurs. There was no adverse impact to the customer¿s blood glucose level.